Event description:
It was reported that during patient use, the ventilator graphical user interface (gui) display was inoperable. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision to resolve the issue. The unit passed all performed tests and calibrations and was operating within the manufacturing specifications.